Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device had six years remaining battery last april and recently it showed three and half years. In addition, the device exhibited high rate in atrial sensing which can cause an increase in power consumption. The device had signal artifact monitoring enabled and minute ventilation. Additional information indicated that the device was reprogrammed. The device remains in service. No adverse patient effects were reported.